Event description:
A patient reported experiencing loosing consciousness while using a one touch ultra meter. On 2001, patient's blood glucose was "188mg/dl" on the ot meter at 06:00pm. Patient took an insulin bolus based on the ot meter result. About 08:45pm, patient began loosing consciousness and looked confused. Paramedics were called and patient's blood glucose was 42mg/dl on their handheld device. Patient was treated on site and not transferred to hospital. After downloading the ot meter memory, patient discovered that the reading of 188mg/dl was actually 128mg/dl. Apparently patient has overdosed themselves with insulin due to misreading the ot meter result. Patient claims that something on the ot meter's screen gave distorted numbers and that it was easy to misread the numbers and it had sort of a hazy film. No further information has been reported.